Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) device exhibited farfield oversensing on the right atrial (ra) channel. There were pacemaker mediated tachycardia (pmt) episodes recorded due to farfield oversensing. The health care professional (hcp) recommended to have the patient get therapy for what appears to be supraventricular tachycardia (svt). Technical services (ts) reviewed the underlying rhythm and stated that there was a non-supraventricular tachycardia (svt) that showed similar morphology and occurred due to an early as suggestive of svt. This device remains in service. No adverse patient effects were reported.